Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a strabismus surgery on an unknown date and suture was used. Post-op, the patient experienced scleritis/scleral inflammation. The patient was treated with oral steroids and may have needed other immunosuppressants guided by rheumatologists. The surgeon opined a pro-inflammatory change in the suture that was used, especially can be triggered when there is underlying autoimmune condition. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was was obtained: f dob 1949. History: et surgery age 18 m; presented with consecutive xt 60+ y later; hint of thyroid eye disease, all blood tests normal. Case 2: (B)(6) 2022. Findings: rlr tight+, llr tight. Surgery: lmr 13mm from limbus; rmr 12.5mm from limbus + 6mm scar; rmr ¿meat¿ sutured with 5/0 mersilene and sutured to 12 mm from limbus; rlr recessed 5mm, adj, 6/0 vicryl; s/c dexa r, topical betadine ou. Postop: ortho d&n. Tied off. Postop course¿2 months. Has had persistent irritation redness and swelling r medial canthus. Has often had light sensitivity ¿needs to wear sunglasses to watch tv. There has sometimes been some swelling @ around 3 o¿clock , just anterior to the plica sometimes there has been no good slit lamp reason for her discomfort. Discomfort has often been fixed with a drop of local anesthetic.(in the office only). Postop course¿2 months. Have tried lots of meds: 1. Topical ped forte; 2. Topical flarex; 3. Topical voltaren. After 2 months¿ last 2-3 days qualitatively and quantitatively different. Pain worse and has kept her awake. New very swollen area from 1 to 3 o¿clock abutting the limbus. Oral nsaid. Case 2 -course: conj swab; one colony of proteus mirabilis. Enterococcus faecalis was isolated from enrichment broth. ¿significance uncertain ¿ may be surface contaminants¿. Swollen scleral nodule explored. We opened it up and there was no pus but a large area of necrotic sclera. We still took a swab and sent tissue to microbio. Wondering if it's an atypical bacteria or surgery induced necrosis. Prednisolone for months¿initially high dose. Switched to mycophenolate. 8 months post-op ¿quiet on 2.5g mycophenolate.